Event description:
It was reported via clinic notes received dated (B)(6) 2012 that the patient has obstructive sleep apnea however the relationship to the vns device was not indicated. Attempts for additional information have been unsuccessful to date. The patient was also noted as having a lead fracture due to manipulation of the lead by the patient however it is unknown if this is related to the sleep apnea.

Manufacturer narrative:
.